Event description:
It was reported the patient met with the health care professional last week. The patient was advised the stimulation is not working properly, due to either a cracked lead or the patient's neurostimulator battery was depleted. The patient was referred to another md for consultation. At the time of the report, the patient was at home. The patient was redirected to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.